Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified distal circumflex artery. An edge dissection occurred during deployment of a 2.5 x 28 mm xience v. The dissection was treated by deploying a 2.5 x 12 mm xience v to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.